Manufacturer narrative:
The reported low flow alarms due to a suspected malpositioned inflow conduit could not be confirmed because no images of the reported malpositioning or log files were provided. The patient remains on lvad support with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the ER because he fell at home. At the hospital, the patient began experiencing low flow alarms and he was given fluids because they suspected that he was dry. Under fluoroscopy, it appeared that there may be a kink at the graft portion of the inflow conduit possibly related to the low flows. No further information was provided.

Manufacturer narrative:
(B)(4). The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.